Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm had been occurring intermittently. A supply change was performed resolving the occlusion. It was reported that the customer experienced a blood glucose (bg) level of 185 mg/dl